Manufacturer narrative:
(B)(4). Medical product: stemmed tibial component precoat size 2 for cemented use only: catalog#00598002702, lot#61980629; articular surface size cd 10 mm height: catalog#00596402210, lot#61833626; all poly patella standard cemented size 29 mm diameter 8.0 mm thickness: catalog#00597206529, lot#62064010; femoral component option for cemented use only size d left: catalog#00576401451, lot#61958272. Report source: foreign: (B)(6). Multiple MDR reports have been filed for this event, please see associated reports: 0002648920-2022-00125; 0001822565-2022-01470; 0002648920-2022-00126. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Approximately nine years and nine months post implantation, the patient presented with anterior knee pain. Images revealed no significant findings so the patient underwent revision surgery. During the surgery, the surgeon noted that the tibial component was excessively externally rotated and there was poly wear from the patella. All components were revised without complication.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6: proposed component (annex g) code is mechanical (g04) - stem. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. X-rays were provided and reviewed by a health care professional. Review found slight eccentric orientation of the tibial stem within the tibia without periprosthetic lucencies. Uncertain if this is related to the original implantation. There are no signs periprosthetic lucency to suggest loosening and instability of the tibial stem. Narrowing of the patellofemoral compartment spacing could be consistent with polyethylene lining wear. Bone quality appears normal. Further medical records were not provided. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.